Event description:
During routine testing of the device at the service center, the service technician reported that the monitor did not recognize the 3/8" cuvette. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.